Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a scoliosis correction was performed. The inserting a cfx screw the t20 screwdriver tips sheared off under a large amount of torque from mr turner and mr johnson. The tip was left in the screw within the patient. Rods and set screws were then placed in the screws and then final tightened as per the surgical technique. The screws were backed out slightly using a rod and set screw then final tightened. This was a satisfactory solution. 2 minute delay to the procedure, no ae to patient. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).